Event description:
It was reported that during the implant of a left ventricular lead there was difficulty in advancing the guidewire through the lead tip seal while in the patient. The guidewire would go into the lead and out the distal tip while on the back table outside of the patient, but the guidewire would not easily extend out of the distal tip of the lead when in the coronary sinus. No patient information or procedure information was available, so the lead status cannot be confirmed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.